Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/3/16 with the following findings: two battery compartment cracks below the bumper. Display is dim/fading (pink). Crack between case seal & display lens corner. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and dim display. This report is made based on the results of an investigation completed on 8/3/06.